Manufacturer narrative:
On (B)(6) 2019 additional information was received. Patient also experienced left sided capsular contracture baker grade unknown post procedure. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 300cc mentor smooth round high profile memorygel breast implant catalog: 3503004bc lot: 6961175 serial number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent primary breast augmentation with a 300cc mentor memorygel breast implant experienced left sided silent rupture post procedure. As a result, patient had undergone bilateral removal and replacement with 400cc mentor memorygel breast implants on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture associated with breast implant. During evaluation of the device it was observed to be ruptured. Microscopic examination was performed and evidence of instrument damage was not observed. No other anomalies were discovered. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Manufacturer¿s reference number: (B)(4).